Event description:
It was reported that the navigated mis jig - a was found with the measurement piece broken off in a sample tray at the user facility. No patient involvement, no adverse consequences, no medical intervention, and no surgical delay were reported with this event.

Manufacturer narrative:
The device was not returned to the healthcare facility, as it was not repairable. The lot number was documented after the device was received at the manufacturing facility for service evaluation.

Event description:
It was reported that the navigated mis jig - a was found with the measurement piece broken off in a sample tray at the user facility. No patient involvement, no adverse consequences, no medical intervention, and no surgical delay were reported with this event.